Manufacturer narrative:
G4:03dec2020. B4:06dec2020. The customer was recommended to replaced the gas delivery system (gds) however, the customer refused repairs and did not provide additional details on the reported issue of the unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13oct2020.

Event description:
The customer reported the device hung up. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.